Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) units vacuum cleaner cord is not coming out and power cord was not retracting. Thee was no patient involvement.

Manufacturer narrative:
Customer reported that the power cord was not retracting. The getinge fse arrived on site and confrmed the power cord was not retracting. He pulled the power cord all the way out and reinserted it. Power cord is now pulling out and retracting as intended. He performed a pm, a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, is cleared for clinical use,and was returned to the customer.

Event description:
N/a